Event description:
It has been reported that one bd vacutainer® sodium fluoride edta (fe) blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: fm in the tube.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign matter in the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sodium fluoride edta (fe) blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: fm in the tube.